Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the error messages. Based on the results of the investigation, it is likely the following led to the malfunction: error b30 due to defective plug unit, and error e216 due to error b30. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error b30 and error e216. There was no patient involvement.